Event description:
Per the clinic, the patient was explanted in 2009, due to an ear infection and migration of the device into the middle ear. Reimplantation is planned, but had not been scheduled at the time of this report the following month.